Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate/repair the suspect device. The fsr determined the most likely cause of the reported issue was the screen going intermittently blank. After replacing the display and performing the operational verification procedure, the fsr reported the unit passed all testing. An return good authorization (rga) has been issued on the defective part for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit shut down. The issue occurred during patient use; the customer reported the patient was placed on another replacement ventilator. The customer reported there was no patient consequence associated with the event.

Manufacturer narrative:
The field service representative reported the defective part was damaged during the removal of the parts and will not be returned. Due to the part not being returned, no further evaluation can be completed at this time.